Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the biomed was doing routine checkout of device and found that on the right side of the lower screen about a quarter inch in from the outer edge it is blank and does not display graphics. It was also reported the lower right side of the menu screen is missing pixels and there are vertical blank lines/space. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the biomed was doing routine checkout of device and found that on the right side of the lower screen about a quarter inch in from the outer edge it is blank and does not display graphics. It was also reported the lower right side of the menu screen is missing pixels and there are vertical blank lines/space. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.